Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of greater than 200 ohms. The patient was referred to their clinic. No adverse patient effects were reported. The device remains in service.